Manufacturer narrative:
Date of event is estimated. The directions for use states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported the ipg was unable to communicate with external devices. The patient has not recharged or used the ipg in a long time. The ipg was deemed inoperable. Surgical intervention may take place at a later date to address the issue the issue.